Event description:
Customer reported low blood glucose symptoms with result of 9.2 mmol/l obtained on the mobile system. He re-tested on the aviva system within 10 minutes and the result was 3.4 mmol/l. Customer self-treated with biscuits and low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.